Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted, however, a squealing noise was heard. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during an unknown procedure, an error code 3: handpiece was displayed. There was no pt consequence.